Event description:
A micro drill was sent for service and it gave a bias current error message when it was plugged into the console during testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.